Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was damaged. Stent strut row 6 from the distal end of the stent was damaged and deformed. The undamaged section of the crimped stent od (outer diameter) was measured and is within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found that there were multiple hypo tube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues on the polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on march 23, 2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The (B)(4) stenosed, 28 x 3.5mm eccentric, de novo target lesion containing a lesion bend of between >45 and <90 degrees was located in the highly tortuous and moderately calcified distal left anterior descending (lad) artery. Predilation was performed using a semi-compliant balloon. A 3.50 x 28mm (B)(6) stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. The patient's status was stable. However, returned device analysis revealed stent damage.